Event description:
It was reported that eight batteries were not charging. The batteries were removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional products: serial# (B)(6) d9:yes, return date:2023-jul-05 h3: yes serial# (B)(6) d9:yes, return date:2023-jul-05 h3: yes serial# (B)(6) d9:yes, return date: 2023-jul-05 h3: yes serial# (B)(6) d9:yes, return date:2023-jul-05 h3: yes serial# (B)(6) d9:yes, return date:2023-jul-05 h3: yes serial# (B)(6) d9:yes, return date:2023-jul-05 h3: yes serial# (B)(6) d9:yes, return date:2023-jul-05 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: eight (8) batteries (B)(6) were returned for eval uation. A review of (B)(6) manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that all of the batteries passed visual inspection and functional testing. During bench testing, all batteries were able to charge on a test battery charger with no anomalies noted. Internal visual inspection of (B)(6) revealed a lifted cell weld on one of the cell pairs. Internal inspection of the other batteries revealed no anomalies. As a result, the reported event could not be confirmed. However, a lifted cell weld can cause an intermittent connection, which may prevent the battery from adequately providing power to the controller and/or charging on a battery charger. Therefore, the observed lifted cell weld may have contributed to the reported not charging event. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible causes of the reported not charging event can be attributed to a faulty weld and/or a marginal connection between the batteries and battery charger. The most likely root cause of the welding defect can be attributed to improper assembly during the manufacturing process. CAPA pr00569429 is investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d implanted: (B)(6) 2017 459878 lead implanted: (B)(6) 2017 694765 lead implanted: (B)(6) 2009 5076-52 lead implanted: (B)(6) 2009 additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-nov-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 13-nov-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: patient img code(s) g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-nov-2022 / serial #:(B)(6) UDI #:(B)(4) d9: no h4: mfg date: 15-nov-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: patient img code(s) g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-nov-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 13-nov-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: patient img code(s) g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-nov-2022 / serial#: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 13-nov-2021 h5: no h6: patient ime code(s): e2403 h6: patient img code(s) g02002 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-nov-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 13-nov-2021 h5: no h6: patient ime code(s): e2403 h6: patient img code(s) g02002 h6: imf code(s): f26 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-nov-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 13-nov-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: patient img code(s) g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #:1650 / expiration date: 30-nov-2022 / serial #: (B)(6) UDI #: (B)(4) d9: no h4: mfg date: 15-nov-2021 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: patient img code(s) g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.